Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following implantation the patient experienced pain, infection, recurrence, bleeding, dyspareunia, organ perforation and urinary problems. The patient underwent removal on (B)(6) 2006 and had placement of miniarc sling (ams) on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with full abdominoplasty due to abdominal dermatolipodystrophy.